Event description:
The hospital reported that before the procedure, the hst iii system (4.3mm) was opened, the pusher could not be pushed, resulting in the product not being able to be used normally. The product was not used on patients in clinical surgery. A new device was used to complete the procedure. There was no patient harm. There was no delay.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, b5, g3, g6, h2. H6. H11. The device was not returned to maquet cardiac surgery for investigation; however, a photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in one photograph. Signs of clinical use and no evidence of blood was observed in the other photograph. The delivery device was not observed in the photograph. There were no visual defects observed on the aortic cutter. There were no visual defects observed on the loading device. The seal and tension spring assembly was not observed in the photograph. Based on the non-return of the device as well the photographic evaluation, the reported failure " fitting problem" was not confirmed. The lot # 3000421682 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that before the procedure, the hst iii system (4.3mm) was opened, the pusher could not be pushed, resulting in the product not being able to be used normally. The product was not used on patients in clinical surgery. A new device was used to complete the procedure. There was no patient harm. There was no delay. The blue slide was lock unlocked. The plunger was not able to be pressed.